Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported "failure of the implants and reactive lymph nodes". Patient reported later "recurrent inflammation, severely inflamed and painful, axillary lumps and tenderness". This record is for the left -side. Device remains implanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. ¿ lump/nodule: unable to observe through visual inspection as it is a physiological phenomenon. ¿ inflammation/irritation: unable to observe through visual inspection as it is a physiological phenomenon. ¿ anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ breast pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ bacterial infection: unable to observe through visual inspection as it is a physiological phenomenon. ¿ varied injuries: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis deformation, creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "failure of the implants and reactive lymph nodes". Patient reported later "recurrent inflammation, severely inflamed and painful, axillary lumps and tenderness". This record is for the left -side. Device was explanted.